Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (128-fxxx) issue. Patient reported that the battery life was short. Patient denied that there was damage to the battery compartment or the battery cap. Review of alarm history showed low battery and replace battery warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/08/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/20/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data showed that the data did not cover the time frame of the complaint due to continued customer usage. However, in the available current data, there were records of low and replace battery warnings with no evidence of excessive battery usage. On investigation, the pump powered up with the appropriated audible and vibratory functions with the returned battery cap. A rewind/load/prime sequence was executed without incidents. The electrical current draws were within specifications. When the pump was opened to further investigate, no evidence of moisture intrusion or loose components were found inside the pump. The investigation confirmed but was unable to duplicate the reported battery life issue. Unrelated to the reported power issue, it was observed that the battery compartment was cracked below the grip pad.